Manufacturer narrative:
Complaint conclusion: as reported, while retracting the outback elite (120cm re-entry) catheter over a non-cordis guidewire, the device was not able to be removed without difficulty which resulted in losing wire access. There was no reported patient injury. The intended procedure was a peripheral intervention. There was difficulty experienced while removing the product from the patient. There was no difficulty experienced back loading the outback catheter over the guidewire. The access site was the femoral artery. The vessel was calcified. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the device from the packaging. There were no anomalies noted when the device was removed from the packaging. The device was prepped per the IFU. There were no kinks nor other damages noted prior to inserting the product into the patient. The other devices used with the product did not kink nor bend at any time. The product, or any of the other devices used with it, had not been resterilized. The device did not have to pass through a previously placed stent. There was no difficulty crossing the lesion. There was no unusual force used at any time during the procedure. The outback was removed via femoral access. The procedure was completed by atherectomy and stent. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17655483 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instruction for use, users are cautioned that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback catheter. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, while retracting the outback elite (120cm re-entry) catheter over a non-cordis guidewire, the device was not able to be removed without difficulty which resulted in losing wire access. There was no reported patient injury. The intended procedure was a peripheral intervention. There was difficulty experienced while removing the product from the patient. There was no difficulty experienced back loading the outback catheter over the guidewire. The access site was the femoral artery. The vessel was calcified. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the device from the packaging. There were no anomalies noted when the device was removed from the packaging. The device was prepped per the IFU. There were no kinks nor other damages noted prior to inserting the product into the patient. The other devices used with the product did not kink nor bend at any time. The product, or any of the other devices used with it, had not been resterilized. The device did not have to pass through a previously placed stent. There was no difficulty crossing the lesion. There was no unusual force used at any time during the procedure. The outback was removed via femoral access. The procedure was completed by atherectomy and stent.

Manufacturer narrative:
This device is available for analysis but has not yet been returned for testing and evaluation.  Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17655483 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, while retracting the outback elite (120 cm re-entry) catheter over a non-cordis guidewire, the device was not able to be removed without difficulty which resulted in losing wire access. There was no reported patient injury. The product will be returned for analysis.